Event description:
The pt was taken emergently to the operating room for a hemorrhagic stroke. The physician was using midas rex legend for a frontal craniectomy. The tip of the drill bit broke. No harm to the pt was identified. The pt was taken to the operating room and physician performs a left frontotemporal craniotomy for a left lobe hematoma. The physician was using the midas rex legend drill to cut the skull and the drill bit broke. The head of the drill is bent. The drill looks to be pretty old. Possible cause of the drill bit breaking is too much pressure being applied.